Manufacturer narrative:
Updated data: a5a, a5b, b3, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that approximately 8 years and 10 months following the transcatheter aortic valve implant, the patient experienced a decrease in activity with shortness of breath. Approximately 2 months later structural valve deterioration of predominant aortic regurgitation with moderate hemodynamic valve deterioration occurred. This was specific to an increase of >=1 grade of intraprosthetic aortic regurgitation which resulted in moderate aortic regurgitation. The patient was discharged the day following hospital admission. However, readmission occurred. A transesophageal echocardiogram (tee) confirmed the severe aortic transvalvular regurgitation. Shortness of breath and fatigue were now also present. Intravenous diuretics were required. The transcatheter valve was revised with a valve-in-valve (viv) procedure with a non-medtronic transcatheter valve 18 days following the previous hospital discharge. The event resolved with no sequelae the day following the viv intervention.

Event description:
It was reported that approximately 9 years following the implant of the transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) identified severe transvalvular regurgitation with leaflet flail. A transesophageal echocardiogram (tee) was performed and confirmed the regurgitation. The patient was hospitalized as result. Treatment details were not reported. The event was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.